Manufacturer narrative:
Insulin pump received with cracked case near display window corners and cracked and bleeding lcd glass noted. Unable to perform any tests due to lcd physical damage.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The screen and battery compartment was damaged. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.